Manufacturer narrative:
The reported event a central leak could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case there was no evidence of inappropriate sizing, entrapment by suture, or stent deformation that could explain the observed intra-operative valvular dysfunction. Temporary distortion of the stent due to external forces following closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed, the exact cause of the observed intra-operative valvular leak cannot be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a patient underwent an explant procedure of their mechanical heart valve due to a paravalvular leak. A 31 mm epic stented porcine heart valve w/flexfit system was chosen for implant. At the end of the procedure, an ultrasound was performed, the surgeon noted the echocardiogram (echo) revealed a central leak in the valve with blistering on a leaflet and no coaptation on the top two leaflets. It was then the physician decided to exchange the valve. The patient was re-opened and a new 31mm epic stented porcine heart valve w/flexfit system was chosen for use. The valve was removed to place the second, upon inspecting the new epic valve, the physician noted there appeared to be a kind of blister in one of the sheets, (leaflets) and the surgeon was no longer confident. The second epiv valve was exchanged with a non-abbott device. The patient remained stable throughout the procedure and has been discharged in stable condition. The event did cause a clinically significant delay. A delay defined as on that would contribute to an adverse event.